Event description:
During a postoperative examination, a slight decentration (less than 1mm upward) of the intraocular lens (iol) was identified . The inferior edge of the iol was not captured by the anterior capsule. The surgeon reports the patient has an excellent prognosis and no intervention is planned.